Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the deployment was attempted but was unsuccessful. There were no patient complications reported, and the patient was reported to be fully recovered.